Event description:
It was reported the pt experienced a change in his stimulation. Xrays were taken and indicated the lead had migrated to the left. A sjm representative met with the pt and reprogramming was unable to resolve the issue. The pt underwent lead revision surgery on (B)(6) 2014 and the lead was replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.